Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart postoperative. The patient had complained of chest pain after implant. Per the physician, the echocardiograph showed that the lead was not in the pericardial space but looked like it was right at the edge of the cardiac wall. The physician classified this as a micro-perforation. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.